Manufacturer narrative:
(B)(4). The device was not available for evaluation. This complaint was not confirmed in the lab due to a lack of sample. There was not enough data within the complaint information to identify root cause. A labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2367, which occurred on the homechoice (hc), during use during dwell 5 of 5. The baxter technical service representative (tsr) assisted the home patient (hp) to cycle the power on the hc. The hc proceeded to press go to start. The hp stated they would perform continuous ambulatory peritoneal dialysis (capd) for the rest of their therapy. Cycling the power cleared the se 2367. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.